Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00132. A physician reported the hakim valve (ID 823113- micro chpv w rickham unitized) was implanted via v-p shunt. An implantation date and initial setting was unknown. The valve was used with the codman hakim programmable valve: 823100. On february 21, valve obstruction was suspected, therefore, it was replaced to a new valve.

Manufacturer narrative:
Updated fields: d10,g4,g7,h4,h10 the hakim valve was received for evaluation device history record - conformed to the specifications when released to stock on the 11th october 2011. UDI (B)(4) expiry date 30th september 2016 failure analysis -the valve was visually inspected: biological debris was noted inside valve casing. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve failed the test for programming, flushed. The valve could not be tested for leak and reflux due to the occlusion. The valve could not be tested for pressure due to programming issue. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted in the valve casing, on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the programing issue noted during the investigation is due to biological debris found on the cam mechanism and the base plate. The root cause for the occlusion issue reported by the customer was due to biological debris found on the spring, on the ruby ball, and on the seat of the ruby ball.

Event description:
N/a